Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had flashing, white screen. The customer¿s blood glucose was 326 mg/dl at the time of the incident. The customer was advice the pump will need to be replaced. Advice to discontinue use of the pump and recommended customer refer to backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments and a partial display with vertical black lines across the display due to cracked lcd glass. Unable to perform the self test and the displacement test due to display anomaly.